Event description:
Boston scientific received information that this left ventricular (lv) lead reportedly dislodged. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly inspected and analyzed. The coils were slightly compressed at 13cm and 25cm from the pin, likely due to handling damage. No irregularities were noted at the distal tip of the lead. The lead passed direct current testing.